Event description:
It was reported in a journal article that a preauricular fistulectomy procedure was performed on an unknown date and topical skin adhesive was used. A stitch abscess developed. The topical skin adhesive was removed. Skin approximation was widened and the abscess was evacuated. The abscess healed without complication. Additional information was requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.